Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient experienced cerebrospinal fluid (csf) leak occurred three months after placing duragen (id3301i) for a microvascular decompression surgery. There were no particular clinical symptoms. Additional information has been requested.

Manufacturer narrative:
Duragen 3x3 1 pack ce (id3301i) was not returned for evaluation was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. There is no clinical information about techniques used in the reported operation; therefore, due to lack of information, a root cause determination is not possible. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.